Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for remote follow-up via merlin.net. Review of stored electrograms revealed non-sustained right ventricular oversensing due to post-paced t-wave oversensing exhibited by the implantable cardioverter defibrillator. No interventions were made, as the physician elected to continue to monitor.